Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg.